Event description:
The customer reported a burned electrical contact pin, reported "she smells burning". Upon investigation, manufacturer's domestic evaluations lab found signs of melting and burning present on the inform meter. Electrical contact pins are burned, plastic of the case around inform meter electrical contact pins is melted. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.